Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection of the device revealed an embedded burnt material in the luer lock. The dark material is identified as a plastic material from the device itself. The darkened material is degraded material created from the molding process. The material was the result of the molding process, it is a cosmetic defect. The reported condition was verified via the visual inspection. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter observed near the luer lock of an access solution set. There was no patient involvement. No additional information is available.